Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad after the device had been exposed to pool water. The customer stated that the insulin pump was submerged under water. The customer's blood glucose was 80 mg/dl. She also noted that the insulin pump alarmed battery out limit as well. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No moisture damage was noted inside of the insulin pump. No battery out limit alarm could be verified due to the keypad anomaly. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.